Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Patient was revised for flexion instability, so all components were explanted and stryker revision components were implanted.